Manufacturer narrative:
Concomitant devices are unknown. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.

Event description:
It was reported that approximately 13 months after a right total knee replacement procedure, the patient underwent a revision procedure to address component loosening. During the procedure, it was noted there was purulent fluid and severe reactive synovitis and joint effusion consistent with infection, polyethylene wear and component loosening. On inspection the femoral component was grossly loose and was easily explanted with gentle disimpaction using a round impactor. Notably, there was complete de-bonding of the femoral component with no evidence of an implant-cement interface. Upon removal of the cement, there were minimal osteolytic defects involving the femoral condyles. The tibial component remained well-fixed. The patellar button was inspected and determined to be loose. Following the procedure, the patient emerged from anesthesia and was transferred to the pacu in stable condition. Initial surgery and revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, infection, femoral loosening, and patellar loosening. The reported prosthesis wear, infection, femoral loosening, and patellar loosening could not be confirmed. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.